Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure. A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On (B)(6) 2019 haemonetics was notified of a donor fatality which had occurred within 48 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was discontinued due to low flow. The pcs®2 plasma collection system collected 723ml of plasma and 500ml of saline administered per the routine procedure. A copy of the donors' death certificate was provided, however the cause of death was unknown.